Event description:
It was reported that the patient was not feeling any stimulation and the ipg was not able to communicate with the remote control. It was noted that the ipg may be shorted during a shoulder surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected and the explanted ipg will not be returned.